Manufacturer narrative:
(B)(4).the customer's reported condition of a flo-gard infusion pump not turning on was confirmed and reproduced during product evaluation . The cause of the reported condition was determined to be a cracked/broken power supply. The power supply printer circuit board was resoldered and repaired to fix the reported condition.

Manufacturer narrative:
(B)(4). The device has been serviced five times prior to this event. The device has been previously sent into service for the reported condition of "won't turn on/does not turn on". Previous service on (B)(4) 2008 was for "does not turn on", and the fuse was replaced.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that will not turn on; this condition had the potential to interrupt delivery. This condition was found in the medicine area. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.